Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4: batch # 933a16. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received. The reload was received partially fired 1/2 with the reload pan partially dislodged. Upon evaluation of the reload, the reload deck, the reload body, one-piece sled were noted to be damaged. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 933a16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024 d4: batch # unk additional information was requested, and the following was obtained: could you please provide more information about this complaint? -while firing (B)(4) with (B)(4), could not fire. Changed a reload to continue the operation. Then while firing (B)(4) with (B)(4), noted the jaw of (B)(4) could not close completely and (B)(4) was deformed. Were the devices mentioned used in the same procedure? -yes could you please specify what the problem was during the use of the second device? Did the 2nd device not fire? Was the problem related to the cartridge or the stapler? -yes how was the procedure completed? -removed the gun together with the trocar, and changed a new trocar and new gun to complete the procedure. A manufacturing record evaluation was performed for the finished device lot/batch number, x96071, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not close the jaw before insert into trocar. Changed the new one to complete surgery. Changed another one to continue the surgery, after fired, noted the metal part of cartridge was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.